Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, "rupture" and silicone migration.

Event description:
Patient reported via regulatory agency left side ¿baker grade 4 capsular contracture, implants have flipped, possible rupture, granuloma in axilla, pain & discomfort, fatigue, joint pain, hardening of implants, pain in axilla due to granulomas." Patient additionally reported "ringing in ears, inflammation all over body, shooting pains in breasts, jaw pain, tjm, shoulder and neck pain, constant thirst, swollen tongue, depression/low mood, inability to lose weight, dry eyes, food intolerances, gastritis, hiatus hernia and acid reflux;" these events are not considered device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
Device has been explanted.